Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) was consulted and device replacement was recommended. Further information was recieved that this device was explanted and replaced with a non boston scientific product. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) was consulted and device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.